Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reports that their upper retainer is cutting their roof of their mouth behind their front teeth. Patient reports there is a ridge that they have try to file but did not help. Provided hh tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.